Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14jan2019. International UDI: (B)(4). The ventilator was not in use on a patient at the time of the event

Event description:
The customer reported that the ventilator had a touchscreen failure. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report :16jan2019, date rec¿d by MFR : 13jan2019. The field service engineer (fse) evaluated the device user interface (ui) printed circuit board assembly (pcba) and the power management (pm) pcba to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.